Manufacturer narrative:
The reported event was confirmed based on the functional testing of the autopulse platform (sn 10104r) and the archive data review. The root cause was determined to be due to the platform driveshaft being stuck and not being at home position. Functional testing of the platform during initial power up revealed a user advisory (ua) 45 (drive shaft not at home position) error message. It was found that the driveshaft was stuck and not at home position. Review of the archive data confirmed multiple ua 45 error messages throughout the archive data. The clutch plate was replaced and the debris buildup inside the clutch compartment was cleaned, these resolved the stuck drive shaft. Rotating the driveshaft back to home position cleared the ua 45 error message. A functional testing was performed, the platform operated for 15 minutes with continuous compression using a light resuscitation test fixture without any observed errors. Visual inspection of the platform upon receipt found rattling inside the device, damaged front bumper, encoder cover separated from the top cover, motor cover and internal screw posts on top cover excessively damaged, both flexible patient restraint assembly damaged and missing battery partition cover. These visual observations were unrelated to the reported event. The autopulse platform is a reusable device and was manufactured on (B)(6) 2007. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
The zoll platform in complaint was returned to zoll on 12/28/2016 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the autopulse platform (sn (B)(4)) did not initialize during deployment for a cardiac arrest patient. The platform displayed a user advisory (ua) 45, (drive shaft not at home position) error message and the user was unable to clear the ua 45 error message. Following the event, a rescue CPR pump was used on the patient and it was unknown if a return of spontaneous circulation was achieved. No further patient information was provided.